Manufacturer narrative:
G2: canada. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by health canada, that during the birth, the doctor had difficulty hooking the membranes in order to rupture them. Complaint is that the tool is poorly designed and provides little tactile feedback. This resulted in injuries to the patient resulting in vaginal bleeding. 1216677-2025-00033 (B)(6) mityhook (B)(4).

Manufacturer narrative:
Updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi on 30/oct/2020. Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. The lot number of the product is no longer available in inventory. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.